Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016 due to oversensing issue. No additional information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after feeling hurt from multiple shocks. Patient was shocked inappropriately multiple times. Review of stored egms indicated presence of lead noise and pacing inhibition. Patient was admitted to the emergency room in stable condition. Therapy was turned off and the patient was discharged next day with a life jacket. Patient is asymptomatic and no issues have been noted since device reprogramming.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that subclavian crush was suspected since the proximal coil was extremely high and not in the svc. This patient had numerous shocks over the years for vt. The patient was doing well.